Event description:
It was later reported that the physician could not rely on the rv lead high/unstable thresholds and capture going forward and decided to explant and replace the lead.

Manufacturer narrative:
Product event summary (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. A distal portion was received measuring 45 cm.

Event description:
It was reported the device reached elective replacement indicator (eri) and there was somewhat early battery depletion due to 100 percent pacing and a slightly elevated threshold for the right ventricular (rv) lead. The device was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.